Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the semi-annual performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane tests on safety disk leak test and pneumatic interface module test numerous times. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the semi-annual maintenance replaced the safety disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received safety disk with a reported unit failure of fails the membrane test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. After performing the all -manifold tests, the fat dept. Was able to replicate the complaint of the safety disk failing the membrane leak test. The disk failed the membrane differential pressure leak test with a result of 7mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retained the safety disk in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.